Event description:
Reporter noted scrambled video display occurred during set-up for first case of the day, but able to restart and continue with case. No pt impact in this case. Doctor cancelled rest of cases for the day.

Manufacturer narrative:
A company service rep checked system, could not duplicate performance problem reported, but replaced one cable to return for testing. System met specifications.